Event description:
Device malfunction: clip failed to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after completing the thumb advancer step and depressing the trigger button, the clip did not fire. The device was removed and manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: the returned device was received fully clip deployed contrary to the reported event description. The internal and external components were in the correct post deployment positions. Examination of the internal components revealed clip tine witness marks indicating that the clip had been deployed. We were not able to determine a conclusive root cause for the reported experience of the clip not firing during deployment, based on the investigation findings. No manufacturing issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.